Event description:
The ring works perfectly on one side, but was completely locked up on the other. The surgeon had to resort to other means to attempt to unlock the frame. The surgeon was unable to change the ring during the second part of the surgery and consequently had to vary from the planned trajectory. It was reported that medtronic uses these frames for their deep brain stimulation (dbs) cases. Additional information was requested on 11/25/2014, the following was provided: a (B)(6) male patient underwent a lead revision. Surgery was continued, however, the ring coordinate was not able to be changed from the first side to the second side. There was no physical harm to the patient. The length of surgical delay was approximately 10 to 15 minutes. There was no patient adverse consequence as a result of the delay. The reporter was unaware of the outcome of the surgeon going in a different direction/different planned trajectory as well as what the patient outcome was. The frame came of the patient as usual. It was reported that with regards to how the device was cleaned prior to use for this surgery, the recommended sterilization procedure for this frame was followed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.